Manufacturer narrative:
This file is being reported late due to a determination change. At the time the information was received, our determination processes had not been updated. During an internal review this file was now considered reportable under our current process. This device is one of three products associated with this event. Please refer to MFR report # 3003742446-2011-00161, 3003742446-2011-00162, and 3003742446-2011-00163. The (B)(6) male was in the (B)(4) study had target vessel revascularization approximately ten months post implantation of three cypher stents. The patient had the following medical history: prior CABG, hypertension, hypercholesterolemia, smoking, and diabetes. During the index procedure, the patient had three (3) cypher stents implanted in a de novo, slightly calcified, bifurcated left main artery: a 3.0mm x 18mm, a 2.5mm x 18mm, and a 2.5mm x 13mm cypher stents. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. The lesion was predilated. No procedural complications or device malfunctions were noted. Six months later, a new lesion in the proximal circumflex was treated with balloon angioplasty. Approximately ten months after the index procedure, the patient had a target lesion revascularization and a CABG was performed in the left main. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes), vessel/lesion factors (long lesion) and procedural factors that may have contributed to this patient's restenotic event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
The (B)(6) male was in the (B)(4) study. The patient had the following medical history: prior CABG, hypertension, hypercholesterolemia, smoking, and diabetes. The following information was reported: on (B)(6) 2006, the patient had three (3) cypher stents implanted in a de novo, slightly calcified, bifurcated left main artery on 03/24/2005. The cypher stents used were: (3.0mm x 18mm), (2.5mm x 18mm), and (2.5mm x 13mm). The lesion was predilated. No procedural complications or device malfunctions were noted. Six months later, on (B)(6) 2005, a new lesion (proximal circumflex) was treated with balloon angioplasty. Eight months later, on (B)(6) 2006, the patient had a target lesion revascularization and a CABG was performed in the left main.